Manufacturer narrative:
Medical device: 5592-45 lead implanted: (B)(6) 2008.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited rapid battery depletion due to high thresholds on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. The battery of the ipg will continue to be monitored. No patient complications have been reported as a result of this event.